Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the full lead was returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician felt that after screwing in the helix several times the screw did not work an d the lead could not be placed in the atrium. The lead was explanted and replaced with two other pacing leads bu the same issue occurred. An epicardial lead was used to complete the procedure. No patient complications have been reported as a result of this event.